Event description:
It was reported that a user allegedly received an entire cartridge of insulin during a first cartridge and infusion set change, after which support was requested to assist with reconnection to the ilet. Symptoms included low blood glucose in the 70s. Outcomes included no hospitalization. Investigation included follow-up interviews with the user, spouse, and clinical trainer to clarify the event and assess device use and handling. Investigation of this case revealed inconsistent accounts and no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.